Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Previously, customer loaded a new cartridge to resolve the issue; however, the issue persisted, and customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.